Event description:
It was reported that during implant procedure, noise was observed on the right ventricular lead, after it was implanted. Some of the noise was oversensed. No other electrical anomalies were noted. Physician tried changing testing cables and changing polarities, the issue was not resolved. The lead was removed and replaced. Patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.